Event description:
It was reported that during an unknown procedure, the device did not meet the customer¿s expectations. There were no patient consequences reported. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Returned empty, damaged trigger, lockout premature, damaged shroud top the analysis result of the er420 device found that it was received empty, with the top shroud and the rotation knob broken. The lockout was noted to be fired through. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the lockout had been fired through. Additionally the firing trigger was broken in the area that it interacts with the feeder link. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. It could not be determined what may have caused the damage found; however, it is known from the history of the device that the condition of the shrouds may lead to ejected clip. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.